Event description:
Major pump unit(s) involved: external control system failure. Specific component(s) involved: internal battery malfunction.

Manufacturer narrative:
(B)(4). Investigation of the returned device found it was fully clip deployed. The thumb advancer was locked and had not been retracted. The access ports were not used and the safety release button was pushed in rather than being slid. During clip deployment, the vessel locators are designed to automatically collapse so as not to interfere with the clip deployment. However, the vessel locator wings of this device were bent. The most probable root cause for the bent locator wings is due to tissue compressed between the tubes and open locators. This created distal force during thumb advancement, bending the locator wings and creating the difficult removal condition. Based on these findings, the report of the vessel locator wings not collapsing is confirmed. Based on the investigation findings, the probable root cause for the resistance encountered during device removal and the damage detected with the locator wings is related to the operational context during use of the device and incorrect technique during removal. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). The device is expected to be returned for eval. It has not yet been received.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, an attempt to deploy the clip was made, but the vessel locator wings did not retract. The device could not be removed from the anatomy and as per the instructions for use, the safety release button was pressed removing it from the anatomy. Manual compression was used to achieve hemostasis. There was no reported adverse patient effects. Though requested, add'l info was not provided.